Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - the patient arrived at the ER with complaints of diaphragmatic stimulation. Interrogation of the device showed low r-waves and no capture on the rv lead. An x-ray of the thorax showed a slight dislodgement of this lead. The next day it was revised and showed good and stable parameters.